Event description:
It was reported to boston scientific corporation that an extractor pro xl retrieval balloon was attempted to be used during a procedure performed on (B)(6) 2024. During the procedure, the balloon did not fully inflate. From its center part, only one side of the balloon inflated making it unusable. The procedure was completed with another extractor pro xl retrieval balloon. No further information has been obtained despite good faith efforts. The reported event may suggest that the balloon inflated to an irregular shape. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable event of balloon irregular shape. Block h11: investigation results: the returned extractor pro xl retrieval balloon was analyzed, and a visual and microscopic evaluation noted no damages to the device. Functional testing was performed, and the balloon was able to be inflated, held pressure, and formed a normal shape without any evidence of a possible leak. No other problems with the device were noted. With all the available information, boston scientific (bsc) concludes the reported event of balloon irregular shape was unable to be confirmed. The returned device was inspected, and functional testing found the balloon in good condition and with the capability of being inflated and holding pressure without any evidence of an air leak or irregular shape. Therefore, the most probable root cause is no problem detected.

Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable event of balloon irregular shape.

Event description:
It was reported to boston scientific corporation that an extractor pro xl retrieval balloon was attempted to be used during a procedure performed on (B)(6) 2024. During the procedure, the balloon did not fully inflate. From its center part, only one side of the balloon inflated making it unusable. The procedure was completed with another extractor pro xl retrieval balloon. No further information has been obtained despite good faith efforts. The reported event may suggest that the balloon inflated to an irregular shape. There were no patient complications reported as a result of this event.